Manufacturer narrative:
This MDR was generated under (B)(4), as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was broken. No evidence of the reported problem was found. The customer's reported problem of "board issue" was not duplicated in the pump during investigation. However, investigation also found an error code 45630 message in the device information folder and in the pump's event history log. The motor was tested motor was functioning properly. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: cleared error code 45630, reinstalled software. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device is having board issues. No patient injury was reported.